Event description:
When placing the patient in the prone position, while in pins, patient slipped out of pins. Surgeon stated that the mayfield was not working properly and at that time asked for new pins and a new mayfield headpiece. Surgeon also asked for betadine, suture, hemostat and scissors to close wound on head. Surgeon asked for the headpiece to looked at before using again. Notified equipment tech. The wound caused to the patient was cleaned and closed. The mayfield was replaced for that case and removed from service. The mayfield rep. Was called in to examine all of the mayfield positioning aids that we have in the or. She did not find any aids that were in need of repair or that malfunctioned. The mayfield that malfunctioned during this particular case was also looked at as part of the examination. There was no malfunction found for that piece of equipment that failed during the case. No identifying information on the device is available. The rep. Received the information.